Event description:
When pt turned on her pump, the screen showed an error code of 1720, she switched back to her original pump and did not have a lapse in therapy. The pump that gave the error serial number is (B)(4). We are sending her a replacement pump overnight. No further info was provided. Dose or amount: 57 ng/kg/min, frequency: continuous, route: intravenous. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: i27.0, primary pulmonary hypertension.